Event description:
Surgery was performed to remove portal and attached catheter. When surgeon removed portal and catheter, he found that a portion of the catheter was absent. A retained portion of the catheter was located via radiography. The retained portion of the catheter was removed in cardiovascular labdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, telemetry failure, unanticipated short term complication of procedure, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.